Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with the downstream occlusion sensor damaged. The tamper seals and labels were missing. There was no evidence of the error recorded in the event history log. The customer reported problem was verified/duplicated during functional testing. The downstream occlusion sensor was inoperable and recommended to be replaced as corrective action. The root cause of the reported issue was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device had a error message: cassette is not attach properly. No reports of patient injury.